Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified and moderately tortuous distal right coronary artery (rca). The 3.5 x 12 mm nc traveler dilatation catheter was unable to cross to the target lesion, due to the patient anatomy. Resistance was noted during removal from the anatomy. The procedure continued with use of a non-abbott rotational atherectomy device and drug coated balloon. There were no adverse patient effects or clinically significant delay. No additional information was provided.